Event description:
It was reported that the patient experienced a hypoglycemic event before breakfast, with a lowest cgm value of 68 mg/dl and a fingerstick of 58 mg/dl, lasting about 15 minutes, which the patient treated with oral glucose gel and subsequently returned to range; the patient was unsure of the cause and referenced eating unannounced sugar-free pudding the prior evening, and no device-specific problem or component issue was identified. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to link the event to a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.